Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update (B)(6) 2013 litigation papers received alleging that the patient suffers from squeaking, grinding,and popping. Also alleged is fluid collection, discomfort, and limited mobility.

Event description:
Pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further info is available at this time.

Event description:
Patient contacted (B)(4) to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. ***update: 01/11/2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and osteolysis.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search and/or a review of device history records were not possible as the necessary product/lot code combination was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010, following an hhe (health hazard evaluation). Further analysis will be documented on wwcapa (B)(4) . Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). The investigation has been reopened due to receiving revision notification. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.